Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's adhesive did not stick for very long on her body due to which her infusion sets fell out easily and this led to high blood glucose level. Therefore, they tried to treat it by consuming carbohydrates. The CPR pressure left severe bruising and soreness and she lost her muscle mass while being hospitalized and had to attend physical therapy. On (B)(6) 2023, the patient went to the emergency room and was subsequently admitted to the hospital due to high blood glucose level. During hospitalization, the patient received fluids of saline, insulin, and unspecified medication (drug name unknown) intravenously as they tried to bring her blood sugar down by electrolytes and dextrose resulting in cardiac arrest, aspiration pneumonia with a uti due to which she was transferred to the intensive care unit. Her highest blood glucose level was 1300 mg/dl. On (B)(6) 2023, she was released from the hospital with no permanent damage. No further information was available.